Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and the patient developed asthma. The details of the patient's required medical intervention are unknown. The patient also alleged having fatigue. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device no distinct wear or tear of the enclosure was found. Unidentified contamination was observed on the exterior of the upper enclosure and on the back panel near the air outlet port. The device was disassembled for internal visual inspection. The manufacturer found very fine dust contamination throughout the entire air path, as well as dust contamination in the blower. A dark contaminant around the blower outlet seal appears consistent with the keratin contamination. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The contamination found in the as observed in the blower and air path.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed asthma. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.